Event description:
It was reported by the affiliate that when the device, with reload cartridge, was used during a laparoscopic nephrectomy procedure, it was difficult to release from tissue, and it produced an incomplete staple line. To complete the case, it was converted to an open procedure during which the patient received four liters of blood. The site of the open procedure was cosmetically unappealing after closure of the case. There were no further consequences to the patient.